Manufacturer narrative:
D.2. Additional medical device type: pch e.1. Initial reporter phone number : (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ enteric viral panel, a false positive sapovirus patient result was obtained. The pcr curve was atypical so the customer did not report the result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary the complaint investigation for discrepant result with the bd max¿ enteric viral panel kit (ref. (B)(4) lot 4121697 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer suspects false positive results for sapovirus (sav) target when using the bd max¿ enteric viral panel kit lot 4121697. They challenge the result as the curve looks too weak when compared with the internal control signal. The review of manufacturing records of bd max¿ enteric viral panel indicated that lot 4121697 was manufactured according to specifications and met performance requirements. Customer provided run 9694 from instrument ct1949 for investigation. Manual curve adjudication was conducted on the sav positive sample (position a6) and revealed an atypical amplification curve. Despite its atypical appearance, it appears to be a true sapovirus positive result. Manual curve adjudication has limitations; visual examination of pcr curves for low signal or aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel kit and there is no other complaint on lot 4121697 for discrepant result. The root cause was not identified. However, sample at or near the assay limit of detection (lod), or environmental or cross contamination could explain the weak positive result. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd max¿ enteric viral panel, a false positive sapovirus patient result was obtained. The pcr curve was atypical so the customer did not report the result. There was no report of patient impact.